Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: calcification, granuloma, capsular contracture baker grade IV, product discolored, deflation.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV, deflation, calcified granulomas, painful hardening breast, and yellowing of implant". Device has been explanted and replaced.